Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle; cause was pump being dropped into water which corroded the usb port/pins. There was no reported adverse impact to the customer's blood glucose level. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.